Event description:
The patient reported that one of their wires is "rusted and has a short in it." Additional information was obtained from the nurse stating that the patient's right ventricular (rv) lead experienced non capture. The lead was programmed off and will be replaced at the time of generator change. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5071 implantable pacing lead (B)(6) 2007; 5068 implantable pacing lead (B)(6) 2000; 3093 x 2 interstim urinary mgu lead (B)(6) 2011; 3058 x 2 interstim urinary mgu implantable pulse generator (ipg) (B)(6) 2011; 3037 x 2 neuro programmer. (B)(4).

Event description:
Further information was received that indicates that the complaint of non capture is actually on the right atrial (ra) lead, not the rv lead. The lead was also not sensing. The ra lead was capped and replaced. The rv lead remains in use. The patient experienced shortness of breath, but no further patient complications have been reported as a result of this event.